Event description:
Venipuncture procedure-stick was difficult and a vein above the elbow accessed. After threading the catheter in, the button was pushed to engage the safety device, it was at this point that the catheter "flew" from the hand of the anesthesiologist. The needle did not retract and the catheter jumped in an arc. As it fell it hit the thigh of the anesthesiologist sticking him.